Event description:
During a routine follow-up, pacing thresholds were increasing at a rapid rate. Suspecting that the lead was dislodged, the pocket was opened and an attempt to reposition the lead was tried without success. The lead was capped and replaced.